Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The compressor was investigated on site by our field service engineer. It was reported that the ventilator did not start. The investigation revealed that the transformer of the compressor was defective and replaced. After replacement the compressor started to work properly. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).